Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault could not be duplicated during evaluation. Review of the event log observed an error occurring on report date on (B)(6) 2025. The logs also support the device was not regularly checked since the error occurred on (B)(6) 2025 and was reported until (B)(6) 2025. Based on final testing and no fault found review, no new evidence was found. The investigation is closed as user ignored advisory/error message. The main board was replaced as a precaution. The main board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed impedance circuit test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.